Manufacturer narrative:
The impacted product was received by the failure analysis lab on january 20, 2021. The lot number (7678227) was revealed with receipt of the device. The investigation of the returned device was completed by the failure analysis lab on january 27, 2021. Device evaluation summary: a manufacturing record evaluation was performed for the finished device number 7678227, and no non-conformances were identified. The product was returned to mentor for evaluation. Mentor then conducted visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the breast implant was found to have a tear on the anterior view extending to the posterior view, measuring approximately 9.2 cm. Microscopic examination was performed on the edges of the tear, and parallel striations were found in an area of the tear on the posterior aspect, measuring approximately 0.4 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause in the remaining area of the tear could not be identified. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that during a primary breast augmentation a mentor smooth round moderate plus profile 700cc saline prosthesis deflated intraoperatively. The procedure was continued using another mentor saline prosthesis. There were no reported patient consequences.